Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/10/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Per follow-up information received from the physician, that the iol which he explanted had faint glistening. However, the visual acuity did not improve, so he sent the patient for a neurologist consultation. The visual loss was attributed to pernicious anemia. Other lens remains implanted as there was no additional information provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to iol (B)(4); device evaluation: glistening test was performed on both halves of the lens. Per in-house test, glistening is induced in the product using a 0.9% sodium chloride solution for at least 15 hours at 35 degrees celsius. Dark field photos are made prior and after inducing. When glistening is present, it will appear as white spots indicated in the red circle. Evaluation of the photos show no glistening is present in the returned product. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the lens zxt150 +22.5 diopter with serial number (B)(4), was explanted from the left eye of the patient on (B)(6) 2017. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient post-op injury was reported. No further information was provided. If explanted; give date: (B)(6) 2017. The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a doctor noticed glistening on symfony intraocular lenses (iol) that he had bilaterally implanted into a patient 3 months ago. In addition, the patient complained of blurry vision and flashing of lights. A zxt150 22.5 diopter iol was implanted into one of the operative eyes on (B)(6) 2017. However, it was not specified whether it was the left or right. Reportedly, the surgeon is considering an explant in the next few months, but it was not specified which eye will be explanted first. The lens will be replaced with a non-amo conventional monofocal iol. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in one of the patient's eye. A separate report will be filed for the companion eye.